Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected power loss as well as stuck button alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they took the battery out and insulin pump did not give power loss alert because the battery had been out for more than ten minutes and the keypad was locked. Customer states that numbers were not ramping on. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer states that removed the battery out and once they placed it back in got a power loss alarm. The device will be return for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. (B)(4).